Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation revealed an eri message. Measured battery data was 2.76v, 17ua, <1 kohms. The magnet rate was 97.2 ppm. After recalibration, the eri message still appeared. The device image data revealed daily fluctuating cell impedance values with consistent voltage readings.